Event description:
The cablelok was implanted for great trochanteric reattachment after a trochanterectomy. The cable broke while the pt was walking.

Manufacturer narrative:
Evaluation method: the actual device involved in the incident was evaluated. The device was submitted to an outside laboratory for analysis. Evaluation results: analysis indicates breakage was due to fatigue. Evaluation conclusion: device breakage was due to fatigue.